Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.

Event description:
It was reported that the customer's insulin pump alarmed during prime. It was stated that the piston inside the device kept moving forward after it makes contact with the reservoir, and insulin squirts out. Advised the caller that the insulin pump would be replaced. No further information was provided.